Event description:
I got a sharp pain when I am using the tens unit and saw the pads left mild burns on my skin. It is like allergy symptoms and skin was itching and redness for several days and recovered if I stopped using it. But if I restart using it, it left burns on the skins again. So I tried to check this seller in the FDA database and found that this (B)(6) seller is not registered with FDA . However, they are still selling the class ii medical device which is attaching to human skins and has a potential threat to tens of thousands of customers. This selling behavior is illegal based on FDA regulation and should be forbidden in the us immediately. (B)(6). FDA safety report ID # (B)(4).